Event description:
The pt contacted depuy acromed as pt was having trouble with the skull pins on his halo. Pt was experiencing pain and bleeding around the area of the skull pins. Info from the pt suggests that the skull pins were not properly seated and the halo popped out of place, causing the pain and bleeding. The pt was seeing a doctor who was not very familiar with the bremer halo product line. This doctor did not perform the initial surgery. Dr was not aware that the lock nut pins needed to be loosened prior to the torque being measured. This is clearly stated in the surgical technique. It was recommended that the pt return to a surgeon so the halo could be put back in the proper position and the pins could be re-torqued. A depuy acromed sales representative was contacted and informed of the situation. The protocol for re-torquing the skull pins was sent to the sales representative who then forwarded it to the surgeon involved. A new torque wrench was also sent to the surgeon. The pt visited the surgeon and pt's halo was re-torqued and put into the correct position. No further action is required as the pt is satisfied with the results.